Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there were no communication errors on the station, no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station remained in critical override mode for approximately one week. The customer reported that local it evaluated the network connection and confirmed that the physical cable and switch connection were functioning properly; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.